Event description:
A pt reported experiencing inaccurate low results with an ot basic meter. The pt's blood glucose was 138mg/dl vs. Lab 104 mg/dl within 20 minutes, with a difference of 45 mg/dl. Pt did not experience any adverse effects. No further info has been reported.